Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of merlin.net transmission showed noise causing vt/vf detection with aborted therapy. Noise was observed on the rv to svc coil. The noise was consistent with external emi. No further information available.